Event description:
Information received from the field notes that the device could not be interrogated and there was no magnet response. The patient's intrinsic rhythm was 40 bpm without pacemaker capture.